Event description:
The customer reported that when connecting a new extension set to PICC line female luer the male luer tip cracked and broke in half.

Manufacturer narrative:
The customer¿s report of component breakage was confirmed. Visual inspection of the set noted the distal male luer to be damaged with its collar broken off and the luer tip broken off. Further visual inspection of the concomitant valve noted the broken off luer tip stuck inside with whitish colored stress markings observed on the luer tip's broken end. No other damages were observed. Functional testing was not performed due to the obvious damage. The root cause of the customer¿s report was not identified.

Event description:
The received medsun report from the FDA noted, "rn found the IV tubing with care fusion extension set attached to the patient's double lumen PICC line on the floor with the tip of the care fusion extension set broken. Rn gathered a new set of tubing and a new care fusion extension set to replace the contaminated set. When the rn attached the new set of tubing to the patient's PICC line, the care fusion extension set plastic tip cracked, snapped and detached."

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.